Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00241 on 12/02/2016 for low advia centaur xp ft4 patient results obtained with calibrator cal a lot 90, and ft4 reagent lot (072) and MDR 1219913-2016-00241 supplemental report 1 on 12/21/2016 for additional customer comparison study results. On 01/05/2017 additional information: siemens has performed an internal investigation and has confirmed a negative bias for the advia centaur ft4 when used with calibrator a kit lots ending in 90 on the advia centaur, advia centaur xp and advia centaur xpt systems. In addition, siemens healthcare diagnostics confirmed the potential for calibration failures due to above limit calibrator rlu %cvs when using calibrator a kit lots ending in 90 with the ft4 assay. Siemens issued ufsn cc 17-04.a.ous (january 2017) and umdr cc 17-04.a.us (january 2017) informing the customer of ft4 assay negative bias observed with calibrator a kit lots ending in 90. Instructions on actions to be taken are provided in the customer communication. No further investigation is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00241 on (B)(6) 2016 for low advia centaur xp ft4 patient results obtained with calibrator cal a lot 90, and ft4 reagent lot (072) compared to historical ft4 test results. On (B)(6) 2016 - additional information: the customer performed a patient comparison study with advia centaur xp reagent lot 073, calibrator cal a lot 90, and a new calibrator cal a lot 91 that was received. The results obtained with calibrator cal a lot 91 are considered appropriate to patients historical data and clinical pictures. The customer has discontinued use of calibrator cal a lot 90. Siemens continues to investigate. Advia centaur xp serial no.: (B)(4). Ft4 reagent lot 073. Ft4 customer comparison results: (B)(6).

Manufacturer narrative:
The cause for the low advia centaur xp ft4 results observed by the customer with calibrator cal a lot 90, and ft4 reagent lot 072 compared to historical ft4 results is unknown. Siemens is investigating. The instruction for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Additional ft4 calibrator a lot information. Catalog number: (B)(4). Lot number: ca90. Expiration date: (B)(6) 2017. Date of manufacturer: 03/24/2016 (B)(4).

Event description:
Low advia centaur xp ft4 results were obtained by the customer with calibrator cal a lot 90, and ft4 reagent lot (072) compared to historical ft4 test results. The customer has observed a higher percentage of ft4 results under normal values. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the lower ft4 results.